Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found tubing with a cut on the rinse block (rb1) port 1 fitting. He detached the tubing, trimmed the end of it and secured it onto fitting to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was less than 1 ml of clear fluid with red streaks and leaked from the analyzer rinse block tubing. The leak was identified when the analyzer was in secondary mode preparing to run a sample. The leak dripped inside the instrument and was contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.